Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to bolus and calibrate the sensor. Customer stated that they use the sensor feature on the insulin pump and they were able to rewind the device. Customer's blood glucose reading at the time of the call was 231 mg/dl. No further information reported.